Event description:
A pt with defibrillator (aicd) received multiple shocks. A beep-o-gram noted erratic beeping tones from the aicd when the pt was turned from side to side. The physician performed an invasive procedure to evaluate the system and elected to remove this lead and another same lead model from service because of a suspected failure of the leads. The physician also elected to replace the aicd because the pocket was open and the aicd had been implanted approx two years. There was no allegation against the aicd. The physician also elected to implant an implantable pulse generator because the pt had experienced symptomatic bradycardia. While the physician was closing the pocket, the pt's blood pressure dropped and despite aggressive resuscitation attempts, the pt died. The physician believes it was a nonarrythmic death.